Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the sponge from the biopsy cap had detached and was pushed into the biopsy channel. It is unknown if a water soluble lubricant was applied to the device prior to use. The scope together with the rx locking device was removed from the patient. Another scope and another rx locking was used to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.